Event description:
Reportedly, the mitral valve prosthesis was implanted in 2002 and had to be explanted after 6.5 years, due to structural valve deterioration.

Manufacturer narrative:
Device not returned.